Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction; however, when removing the iab from the tray, the membrane appeared to be "unwrapped a bit." Nevertheless, the md had the sheath inserted and the decision was made to insert the iab through the sheath. The iab could not be passed through the sheath and as a result, the md requested a second iab. The iab was inserted through the existing sheath without incident. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.